Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Main board failed. Battery was charged, and pump was running with battery power, no problem was found on battery. Motor not running was found at the beginning of occlusion test. The root cause of the reported issue was found to be normal wear; device was over ten years old. No problem was found on battery. Normal wear, stepper motor was over ten years old. Actions taken to mitigate the reported issue: replaced battery for preventive measure. Replaced stepper motor also cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing was passed.

Event description:
It was reported that unit is not taking a proper charge and plunger assembly is skipping events occurred. Pump needs preventive maintenance and calibration. No patient injury reported.